Manufacturer narrative:
Conclusion the complaint cannot be verified due to mishandling of the product. Result the softcomponents of the housing are worn down heavily and restricted handling of the pump is a possible implication. Therefore, moisture entered the insulin pump and destroyed the functionality of the buttons and the pump electronics. The problem mentioned by the customer is related to careless handling of the product.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Event description:
Patient reported the arrow buttons on the infusion device hardly work at all anymore. Patient reported having to press hard and only occasionally will the device register the press. Patient stated the front panel buttons on the infusion device are working poorly also. Patient reported that the protective rubber on the device is completely worn out. Patient has a backup therapy. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.